Event description:
New information notes that the right ventricular (rv) lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. No changes or intervention were reported. The patient was recovering after the procedure.